Event description:
Ous MDR - an increased threshold was measured at the lead, 2.2 volt at 1.5ms. The sensing values were at 5.3mv, 6,5mv, the impedance was within the normal range with 521 ohm. The shock part did not show any defect, hv1 388 ohm, hv2 443 ohm. The lead was closed off with a blind cap, and a new lead was implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.